Event description:
It was reported that during clinic follow up, the atrial lead exhibited high threshold. The atrial lead was explanted and replaced on (B)(6) 2024. The patient was stable throughout the procedure.